Event description:
It was reported that the patient experienced "electrical pain" in the pocket area, which was reproduced with lv (left ventricular) threshold testing. The physician suspected a device-lead connection issue. Non-physiologic intervals and high thresholds on the atrial lead were also reported. Revisions of the device, lv lead, and atrial lead were to be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4568-45 lead implanted: (B)(6) 2002; 6944-65 lead implanted: (B)(6) 2003. (B)(4).